Event description:
It was reported that during an unknown procedure, the stapler jammed intraoperatively. The jaws were unable to open. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. One device has been retained.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device deliver any staples or a cu line before it jammed? How was the device removed from tissue? Did the jaws of the device eventually open? How was the procedure completed? On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? What color cartridge was being used?

Manufacturer narrative:
(B)(4). Additional information: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Did the device deliver any staples or a cut line before it jammed? Yes. How was the device removed from tissue? The stapler jammed after it was removed from the body. The stapler jaws were closed in order to be removed through the trocars. The scrub could not reopen the jaws when she was trying to fit in another reload. The surgeon tried to open the jaws with the releasing button too, but to no avail. Did the jaws of the device eventually open? Yes it did. How was the procedure completed? Although the jaws could be opened, the nurses and surgeon did not feel safe using it inside the patient as they were afraid that they would have difficulties opening the jaws again. A new stapler was opened and used to complete the procedure. On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? 2nd what color cartridge was being used? Cannot recall.